Manufacturer narrative:
Vl25a function: isolate needle rinse. (B)(4).

Event description:
A customer reported a 10-15ml of light blue fluid leak in the drip tray and on top of the counter, under their coulter lh 750 hematology analyzer as they were about to run controls following startup. The customer discovered the leak as she opened the bottom cover of the instrument and noticed the drip tray was full of fluid. The customer was unable to locate the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported, no death, injury or exposure was reported. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. On the day of the event a field service engineer (fse) was on site and stated the leak was pressurized diluent coming from the backwash manifold (mf4) and leaked at pinch valve vl25a where the tubing was cut. Clenz or diluent may have leaked leak from the cut tubing at vl25a. The fse replaced the cut tubing and rerouted the 30psi actuator line away from the valve to resolve this issue. The failure mode of the event was the cut tubing at pinch valve vl25a.